Event description:
It was reported that during the trial procedure the physician was unable to place the lead in the correct position. When the lead was tested the patient did not have adequate stimulation therapy and the patient complained of shoulder pain. The physician then decided to explant the lead. After the lead was removed the patient stated the shoulder pain went away.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.